Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported a loud buzzing sound coming from the rear of the device. No other details regarding the nature of the event were provided. The user reported that there was no pt involvement during this event.